Event description:
It was reported "inserted to 48 cm. At 0 cm out noted positive deflection and max p wave. " "at 1 cm no deflection noted and saw increased p waves." Pulled back to 2 cm to check and at 2 cm, noted that deflection and max pwave returned. Deflection continues at 3 cm and 4 cm mark. At 5 cm mark no deflection noted and saw small p wave. Left PICC at 1 cm mark and obtained cxr. Cxr read distal svc. Unclear why deflection returned after proper placement when pulling back further." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A vps rhythm dlx monitor (serial# (B)(6)) with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies. It was reported "when inserting PICC this description was given from inserter - "inserted to 48 cm. At 0 cm out noted positive deflection and max p wave. At 1 cm no deflection noted and saw increased p waves. Pulled back to 2 cm to check and at 2 cm noted that deflection and max p wave returned. Deflection continues at 3 cm and 4 cm mark. At 5 cm mark no deflection noted and saw small p wave. Left PICC at 1 cm mark and obtained cxr. Cxr read distal svc. Unclear why deflection returned after proper placement when pulling back further". A review of the case revealed a maximum p-wave was achieved, then a negative p-wave deflection was achieved, and followed by a maximum p-wave in which all three were captured as evidence of proper catheter tip placement. The case video does not capture the cm locations as reported in the event description preventing correlation of the details in the reported event. The reported "deflection returned after proper placement when pulling back further" could not be clearly confirmed or unconfirmed. For material dlx-200-mtrb s/n (B)(6), qa inspections, non-conformances, and service records were reviewed for all applicable batches with no relevant finding identified. The reported issue could not be clearly confirmed by evaluation of vps rhythm dlx monitor. A probable cause of this issue could not be determined since it cannot be reproduced in a servicing environment. No further action will be taken. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "inserted to 48 cm. At 0 cm out noted positive deflection and max p wave. " "at 1 cm no deflection noted and saw increased p waves." Pulled back to 2 cm to check and at 2 cm , noted that deflection and max pwave returned. Deflection continues at 3 cm and 4 cm mark. At 5 cm mark no deflection noted and saw small p wave. Left PICC at 1 cm mark and obtained cxr. Cxr read distal svc. Unclear why deflection returned after proper placement when pulling back further." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".